Event description:
It was reported that the tab of the reduction extender assembly broke off and lodged inside the pedicle screw. The broken piece was retrieved. There were no patient complications.

Manufacturer narrative:
(B) (4). The device was returned to medtronic for evaluation. Visual examination found that one tab of the extender is broken off. It appears that the ductile failure was initiated which resulted in final fracture of the tab. Failure is consistent with over-loading of the flange. A review of the device history records found no documentation to indicate a non-conformance to specification.